Event description:
The surgeon (name unknown) reported via (B)(6), that the metal impactor head at the top of the handle sheared off at the end of the impaction process. The surgeon reported that there were no adverse consequences.

Event description:
The surgeon reported via (B)(6), that the metal impactor head at the top of the handle sheared off at the end of the impaction process. The surgeon reported that there were no adverse consequences.

Manufacturer narrative:
Visual inspection confirmed the reported event, the threads of the trial were stripped. The green anodization was almost entirely faded, likely from heavy use and repeat sterilization cycles. Material analysis found no evidence of material or manufacturing defects. Device history review determined all devices in the reported lot were accepted into final stock with no reported discrepancies. Complaint history review found no other similar events for the reported lot. Material analysis found no evidence of material or manufacturing defects. The investigation concluded that the stripped threads were likely caused by heavy use of the trial.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.